Event description:
No further event information available at the time of this report

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. - medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: literature: hernandez, n.m., hinton, z.w., wu, c.j., ryan, s.p., and bolognesi, m.p. (2021) mid-term results of tibial cones: reasonable survivorship but increased failure in those with significant bone loss and prior infection. The bone and joint journal 103-b(6 supple a):158¿164.

Event description:
A journal article was retrieved from the bone & joint journal (2021), that reported a study from the USA that looked at mid-term outcomes of tibial cone survival and complications in revision tkas at a minimum of five-years. The purpose of the study was to evaluate a larger cohort, with longer follow-up, with a focus on the tibial cone. The study reviewed sixty-two knees in fifty-nine patients revised for aseptic loosening in thirty-five, reimplantation as part of two-stage exchange for pji in twenty-three patients, component malposition in two and stiffness in two. The study population had a mean age of 70 years at time of surgery (range 51-88) of which 38 were female and a mean bmi of 34.1kg/m. The mean clinical followup of the tkas with minimum five-year clinical follow-up was 7.6 years (5.0-13.3). Complaint 7: the study reported one knee had orif for distal femur fracture.